Event description:
Original analysis of the complaint determined that this complaint was associated to exemption. During the eval of the unit on 04/02/07 the reported failure was confirmed. The failure was isolated to the main pcb. There was no pt harm reported.